Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: [mr#1221934-2018-51698], [mr#1221934-2018-51699], [mr#1221934-2018-51700].

Event description:
It was reported by the sales rep that "soft tissue only" was etched into two of his rigidfix femoral rod 10mm and two of his rigidfix femoral rod 9mm when they are in fact btb devices. There was no case or patient involvement. The devices are being returned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint device was not returned by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. This will be further reviewed under mitek pia. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a related complaint search in depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that was released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). Associated medwatch: [mr#1221934-2018-51698][mr#1221934-2018-51699] [mr#1221934-2018-51700].

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: [mr#1221934-2018-51698], [mr#1221934-2018-51699], [mr#1221934-2018-51700].